Manufacturer narrative:
The ri robotic drill attachment part number rob10015, serial number (B)(6), intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the quality team has been notified for further investigation. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with drill attachment wear and tear. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori tka lab/demo, part of the drill attachment's inner ring fell out ((B)(4)). Also, the springs under orange pedal were missing; so, the bur just spins at any cut screen. During registration the black pedal was not working properly, it seemed to stick or have to tap multiple times to collect data ((B)(4)). Since the incident occurred during a demo, there was no patient involvement. No other complications were reported.